Event description:
It was reported that a patient experienced small red blisters that became purple and scarred following an acne scars treatment using opus system.

Manufacturer narrative:
Based on the severity of the second degree burn with the subsequent scarring and additional medical intervention, a 30 day report to the FDA is required. The hyperpigmentation will resolve over time, yet may scar and can be treated later. The root cause of the adverse event can be attributed to the stacking of pulses or the treatment not making the appropriate contact on the skin.

Manufacturer narrative:
Based on the severity of the second degree burn with the subsequent scarring and additional medical intervention, a 30 day report to the FDA is required. The hyperpigmentation will resolve over time, yet may scar and can be treated later. The root cause of the adverse event can be attributed to the stacking of pulses or the treatment not making the appropriate contact on the skin.

Event description:
It was reported that a patient experienced small red blisters that became purple and scarred following an acne scars treatment using opus system.